Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that catheter issue occurred. The 95% stenosed target lesion was located in severely tortuous and severely calcified vessel. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During procedure, it was noticed that the catheter was twisted. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
E1 initial reporter facility name: saitama prefectural cardiovascular and respiratory center the device was returned for analysis. Visual inspection revealed the sheath was kinked and the imaging window partial detached. Microscope inspection also revealed the imaging window was partially detached. There were kinks in the sheath, and the imaging core was also damaged. Partial imaging window detachments are prone to occur in the lap joint section due to the difference in rigidity between the imaging window and the sheath section. Due to this, the bending forces in this section are not evenly distributed and are mainly focused over the least rigid material (imaging window). These kinds of detachment are related to design characteristics of the device. A kink in the sheath can occur in the procedure during the advancement maneuvers, since in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a kink. Based on the gathered information, the device no damage was encountered that could be related to the catheter material twisted. All compiled information on this investigation determines that the most probable cause is cause traced to device design.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified vessel. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noticed that the catheter was twisted. The procedure was completed with another of same device. There was no patient injury.